Manufacturer narrative:
Summary of evaluation: the results of the MFR's evaluation suggest that this event is associated with user technique.

Event description:
Nail broke at the proximal end of the distal bore hole. This event did not cause an adverse consequence to the patinet or surgical delay.